Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with a history of deep vein thrombosis had a vena cava filter successfully deployed prior to an upcoming surgery. Approximately one year post filter deployment, during scheduled filter retrieval, the hook of the filter was snared; however, the filter could not be removed as the distal legs of the filter appeared to be ingrown into the wall of the inferior vena cava (ivc). Upon review of imaging, stenosis of the ivc at the level of the filters legs was identified and the patient was brought back same day for successful angioplasty. There was no evidence of residual hemodynamically significant stenosis within the ivc. The patient tolerated the both procedures well and there were no immediate complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year post filter deployment, the hook of the filter was snared; however, the filter could not be removed as the distal legs of the filter appeared to be ingrown into the wall of the ivc. Therefore, the filter remained implanted at that time. Based on the provided medical records, the investigation can be confirmed for removal difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous procedure. It was further alleged that the filter legs were embedded in the wall of the ivc. There was no reported patient injury.